Manufacturer narrative:
Received 1 used universal arcticgel pad only. Visual inspection noted no obvious defects. During the visual inspection it was noted that the clear film and the pad had adequate sealing and the trim pattern was within specifications. The energy connector on the pad and the clamp was not damaged. The manifold connectors were not damaged and presented with a good connection. No manufacturing deficiencies were observed on the pad. A functional evaluation was performed via a flow rate test: the pad was connected to the arctic sun machine model 2000 for 10 minutes and water immediately started to flow to the pad without any issues. The universal pad gave a flowrate of 6.18 l/min. M2. According to the test method the flow rate was within specifications as it must be above 2.4 l/min m2. The lot number is unknown, therefore, the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads.